Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 26jan2019. The customer reported that he was unable to duplicate the issue. The customer reseated some of the connections on the cpu and run the ventilator for some time. No problem occurred. Although requested, the information regarding the patient information was not provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. The philips product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition cannot be verified. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator generated an error relevant to a backup alarm failure. The ventilator was in clinical use at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.